Event description:
A customer reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer received assistance with performing a pump reset, and successfully started their sensor session without further issues.